Event description:
It was reported that the patient underwent a coronary procedure for treatment of a target lesion in the circumflex artery. The nc trek dilatation catheter was advanced to perform post-dilatation; however, resistance was met during advancement and some force was applied. The dilatation catheter shaft broke/cracked while in the sheath and was removed without difficulty. Per report, the device remained in one piece. A second dilatation catheter was then used to perform post-dilatation. There was no clinically significant delay and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft separation (break) was confirmed. The reported resistance during advancement (difficult to position) could not be confirmed / replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. It should be noted that the nc trek instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.